Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there were foreign objects found on the adhesive on the bending section cover. In addition, the evaluation found the following; the charged coupled device cable unit was a limited length for repair. Due to a pinhole on the bending section cover, water tightness was lost and the connecting tube was swelling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasonic bronchofibervideoscope exhibited foreign objects on the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified. Since it was unknown, whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed, that the foreign material residue point was confirmed, free from deformation. The following information is stated, in the instructions for use (IFU): chapter 6: ¿compatible reprocessing methods and chemical agents¿. Chapter 7: ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.